Event description:
It was reported that the pump touch screen was unresponsive. It was also reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Customer addressed bg via manual injections.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.